Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the nasolabial folds. On the following day, the patient developed "redness" on the "left side only." Patient was reviewed by the healthcare professional 8 days later and noted there were "little vesicles" of herpes "starting on the left side towards the nose." There was also "swelling and "redness" at the "nasolabial folds and upper lip." The patient was treated 9 days after injection with valtrex, benadryl and keflex. Symptoms "resolved by 50%" the following day after treatment and have since "totally resolved."

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, swelling and "little vesicles" of herpes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.